Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced a defective aspirate probe rinsing block. The cse performed a daily cleaning procedure and ran precision testing and quality controls, which resulted within range. The cause of the discordant, falsely elevated troponin result was due to an aspirate probe rinsing block malfunction. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated troponin results were obtained during repeat testing on one patient sample on an advia centaur cp instrument. The discordant results were not reported to the physician(s). The customer then ran quality controls, which resulted out of range. The sample was tested on an advia centaur xp, resulting lower as expected. The corrected results from the other instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.